Manufacturer narrative:
(B)(4). The complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a flexiva ID laser fiber was used in a ureteroscopy procedure for a stone treatment in the kidney performed on (B)(6) 2022. The laser unit used was a lumenis 100 watt laser console. During the procedure, the laser fiber was not recognized by the laser unit. A stent was place to allow the kidney to drain. The procedure, was unable to be completed due to this event. There were no patient complications reported as a result of this event.